Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient says they are feeling stimulation "going down my left leg instead of my back" and said this started happening about 2 weeks ago. Pt said "at first it just zapped the heck out of me, but now pt just feel it in their left leg and pt have the pain in their back and they need the stim to go to their back. Pt says they are on group b, with setting 1 at 10.0 on setting 2 at 9.8v. Pt then moved to group a and now feels stimulation on right leg but still don't feel it in their back. Pt says group a only has 1 setting and amplitude is at 12.8v. Emailed doctor (hcp) listings to patient and redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. Cause was not determined, it was in their back and not stim is in their legs. They worked on their groups to change it but the issue was not really resolve.